Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported increased ldh, fevers, seizure-like activity, and paralysis could not be determined through this evaluation. The submitted controller event log file contained data from (B)(6) ¿ (B)(6) and showed the pump operating at stored patient speeds ranging from 5700-6000 rpm. The pump appeared to be operating normally with calculated average flow, calculated average pi, motor power, and lvad temperature remaining overall stable in the ranges of 4.6-5.8 lpm, 1.7-5.7, 4.276-5.152 watts, and 44-49 degrees celsius (average of ~47 degrees celsius). No atypical alarms or events were captured and the actual motor speed remained at or above the low speed limit without issue. The system appeared to be operating as intended. The corresponding submitted lvad event log file appeared to show the pump operating as intended with no atypical lvad faults captured. In addition, the submitted controller and lvad periodic log files captured data at 1-hour intervals from (B)(6) ¿ (B)(6) and appeared to show the system operating as intended with stable pump parameters. The patient remains ongoing on (B)(4) and no additional related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped on 14jan2020. The heartmate 3 lvas IFU lists hemolysis and other neurological event (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started showing fevers very soon after lvad implant. The patient's maximum body temperature was reportedly 107 degrees. The center noticed that increases in pump speed correlated with increasing lactate dehydrogenase (ldh) levels and body temperatures. The event log file captured routine events, there were no notable alarm conditions or parameter changes. Additional information indicated that it was unknown whether the patient's fevers were device related. The patient continued to be febrile and also experienced seizure-like activity and new post-implant quadriplegia. The patient was ventilator dependent and in long term care; however, the patient was currently stable. No additional information was provided.